Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were examined by an orthodontist and provided a letter of recommendation. The orthodontist examination found crowding and bite problem. Their evaluation findings skeletal and dental class iii malocclusion, good oral hygiene, clenching or grinding is occurring, tmj function appears within a normal range, maxillary midline shift right of the center of the face, square upper/ lower arch forms, bilateral posterior crossbite, moderate overbite, severely retroclined lower incisors, mild maxillary crowding, mild/ moderate mandibular crowding, excessive occlusal wear of the biting edges of some teeth is present. Their treatment recommendations include combined orthodontic fixed appliances and orthognathic surgery to correct the class iii malocclusion, estimated treatment time is 24-30 months. The treatment goals are to resolve crowding, decompensate and align the arches, maxillary surgery to advance and expand the upper jaw to correct the class iii relationship and posterior crossbites and detail and finish the occlusion. Correction of this type of malocclusion would not be possible with the current aligner therapy.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.